Manufacturer narrative:
Corrected data: h1

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the customer did not observe drops of insulin after performing fill tubing. Customer's blood glucose (bg) ranged from 500-600 mg/dl. The customer administered manual injection, boluses via pump, and changed supplies to treat elevated bg. Reportedly, customer changed pump supplies and was able to resume insulin delivery. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding elevated bg.